Manufacturer narrative:
Device evaluation: fragments of host tissue were returned; calcification was evident on some of the fragments. Origin of host tissue is unknown. The valve was not returned for evaluation. However, a color image of the outflow aspect of the valve was provided by the customer. Tears were observed on two leaflets near the commissure. The tissue appeared to be thickened and swollen at the free margin near the commissures. Additional manufacturer narrative: customer report of leaflet tear was visually confirmed through the image provided. Report of insufficiency was also visually confirmed due to leaflet tear. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards received a photograph of the explanted valve. Customer report of leaflet tear was confirmed through image evaluation. The image shows the valve at the outflow aspect, and the customer is holding one of the leaflets open with forceps. Tissue appeared thickened and swollen at the free margin near the commissures of all three leaflets. Two leaflets appeared torn near the commissures. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the torn leaflets led to the aortic regurgitation. The cause of the event cannot be determined conclusively; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of approximately eleven (11) years due to leaflet tear and aortic insufficiency. The explanted 25mm valve was replaced with a 27mm aortic pericardial valve. The patient also underwent mitral valve replacement with a 27mm mitral pericardial valve to treat rheumatic appearing disease pathology, coronary bypass grafting x 1, and biatrial cryomaze procedure. The surgery was completed and the patient was transported to the intensive care unit.